Event description:
It was reported that this right atrial (ra) lead was abandoned due to unknown reasons the same day it was implanted. Another different lead was implanted. No additional adverse patient effects were reported. Additional information indicated that this ra lead was abandoned due to fibrosis after approximately 2 years of being implanted.

Event description:
It was reported that this right atrial (ra) lead was abandoned due to unknown reasons the same day it was implanted. Another different lead was implanted. No additional adverse patient effects were reported.